Manufacturer narrative:
Boston scientific ipg, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were explanted due to erosion, endocarditis, and infection. No further patient complications have been reported as a result of this event.